Event description:
As per surgeon, revision of right and left hip due to suspected trunnionosis. The head and liner were revised. This event is reporting the right hip.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown c-taper head. It was noted that no further information or documentation will be provided from the hospital or surgeon due to policy. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Hospital policy.